Manufacturer narrative:
One rechargeable battery pack was returned for analysis. The reported "battery will not fully charge, it only accepts 75%" issue was not confirmed. The battery lot number (00005200518d) was charged until green led lit and then installed into a test unit. The battery was found to be fully charged and functioning properly. There was no problem found with the battery pack.

Event description:
Information was received that during use of this smiths medical cadd accessories, the battery will not get fully charged. It was reported that the battery only accepted 75%. No patient consequences were reported. No adverse effects were reported.